Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. According to the patient, on (B)(6) 2026, the ¿sensor failed to provide glucose readings on the app¿. Due to the lack of continuous glucose monitor (cgm) data, the patient removed their omnipod insulin pump and went to the ER to confirm his blood glucose (bg) levels. At the ER, the patient¿s bg level was reported to be elevated (no specific values were reported). No other patient or event details were available, including patient symptoms, treatment details, or length of time spent in the ER prior to discharge. Attempts to reach the patient for further event details were unsuccessful. A follow-up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided. An analysis of the data logs was performed for the time in question. The logs indicated that a sensor session ended on (B)(6) 2026 at 3:48 pm due to an algorithm detected failure. The next session was not successfully started until (B)(6) 2026 at 11:08 am with transmitter/wearable serial number (B)(6). On the day of the reported event (3/19/2026) the egvs started out below the urgent low threshold and an alert was triggered. Later on, in the day a high alert was triggered. All alerts were found to have performed as intended. The allegation and the probable cause could not be determined. No additional patient or event information is available.